Event description:
In 2009, the patient reported that she is not receiving the low cartridge (a1) alerts on her infusion device. She noticed this with her last insulin cartridge change. No a1 alerts were listed in the alarm history of the infusion device. She stated that last night at 8:00pm she had a headache and her blood glucose measured "hi" on her blood glucose monitor. The infusion device showed 83 units of insulin remaining in the infusion device. She bolused 7 units of insulin and 2 hours later her blood glucose measured "hi." She disconnected from her infusion site and bolused and no insulin dripped from the end of the infusion tubing. She found that the insulin cartridge was empty. She stated that she normally changes the insulin cartridge every 4 days.